Event description:
During hospital q.c. Testing of this pump the hospital claimed that the air in line alarm did not work properly. The hospital set the rate at 125 ml/hr, pass a bolus a 6 cm of air through the air in line detector and the pump alarmed intermittently. When the rate was increased to 500 ml/hr the pump failed to alarm air in line.